Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. The IFU outlines a step-by-step procedure for safe and proper application of each component of the pico 7 product. Extra care should be taken when performing actions that could cause the tubing to become stuck, compromised or in a position where it may accidently be removed. This product is designed the ensure that all components remain as secure as possible throughout proper use. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our product.

Event description:
It was reported that the patient had a pico 7 placed on (B)(6) 2019 after a knee replacement, 3 days later the patient got up and realized that the tubbing came apart from the dressing. She contacted the home health nurse but did not have an answer. She knew that she had an additional dressing, so she was advised to contact the hhc facility to request another nurse to visit her and change the dressing to restart the negative pressure treatment again. It is unknown how long did it take to have the dressing changed, but it is stated that the patient suffered no injury.